Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The 4.5x15 mm nc trek balloon was advanced without resistance for post-dilatation of the deployed stent; however, the fully deflated balloon would not rewrap correctly to facilitate removal through the guiding catheter. A 60 cc syringe was attached and the balloon was inflated and deflated several times; however, the balloon would not rewrap correctly. The guiding catheter and balloon were removed together as one unit without any adverse patient effects reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4): above rated burst pressure (rbp). Evaluation summary: the product was returned and the reported balloon rewrap issue was confirmed on the return; however, was likely due to a deflation issue. The definitive cause of the deflation difficulty could not be determined. The reported guiding catheter resistance was confirmed via the condition of the return product. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use (IFU) advises that the balloon pressure should not exceed the rbp.